Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor failure after which the experienced a hypoglycemic event. The day of the event the patient experienced loss of consciousness and woke up on the floor at 03:00am, after having gone to bed at 10:30pm. When the patient checked their cgm device, it was showing a sensor failure. The patient inserted a new sensor and, together with a fingerstick, confirmed they had a hypoglycemic event. The patient took 2 packets of glucose gel and some apple juice. The patient noted that she had severe bruises, and she was in great pain on both her shoulder and neck. The patient went to the hospital for this and arrived around 02:00pm. After changing hospitals a few times, an MRI was made, and the patient was diagnosed with costochondritis neck sprain or strain. The patient was given morphine for the pain and was prescribed oxycodone 5mg and methocarbamol robaxin. The patient was 2 weeks¿ bed rest and 2 months of no physical activity. The patient left the hospital the next morning at 03:00am. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.